Manufacturer narrative:
A specific root cause was not identified. Additional information was requested for investigation but was not provided. Since qc results were within range a general reagent issue is not suspected. No issues were identified during a review of the alarm trace. The customer did not provide some information related to pre-analytical conditions. A possible root cause may be related to unknown pre-analytical issues at the customer site. Possible root causes for this event may be insufficient electromagnetic interference lab compliance, sample quality, insufficient maintenance, or contamination of the environment with the analyte.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer complained of a high result for 1 patient tested for elecsys hcg + beta test system (hcg + b) that did not correspond to the patient¿s clinical picture on a cobas 6000 e 601 module. The initial hcg + b result was 85.41 miu/ml which would indicate the patient was 4 weeks pregnant. This result was reported outside of the laboratory. The patient had worn an implanted birth control device that was removed on (B)(6) 2017 and the patient menstruated on (B)(6) 2017. Based on this, the customer states it would not be possible for the patient to be 4 weeks pregnant. Prior to the result of 85.41 miu/ml, the result from a urine test was negative for pregnancy. The physician requested an "eco" test based on the result of 85.41 miu/ml. The "eco" test indicated the patient was not pregnant. On (B)(6) 2017 a new sample was obtained from the patient and the hcg + b result was 0.1 miu/ml. There was no allegation that an adverse event occurred. The hcg + b reagent lot number was 210151 with an expiration date of 31-may-2018. The customer performed quality controls (qc) on the day of the event. The customer did not use rack adapters for the 13 mm primary sample tube.